Manufacturer narrative:
(B)(4). Additional information was received, and there was no patient involvement. No replaced component was returned for investigation.

Manufacturer narrative:
A graphic user interface (gui) liquid crystal display (lcd) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was conducted and no anomalies were observed. The gui lcd was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified the customer reported malfunction. The fse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and the backlight inverters to correct the issue. The ventilator passed all tests and calibrations.

Event description:
It was reported that the ventilator graphic user interface (gui) displays were intermittently flickering, and exhibited crossing green lines. It is unknown if there was patient involvement.